Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level over 453mg/dl. Customer blood glucose reading at the of the incident is unknown. Customer current blood glucose reading was unknown. Customer feel ok to troubleshoot. Customer reports they have not contacted their health care professional regarding the high blood glucose reading. Customer did not mention if there is air bubbles or leak but there was under delivery issues. Customer did not mentioned if the was any bent issues. Customer stated the pump is working as designed. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.(B)(4).